Manufacturer narrative:
Reference complaint #(B)(4).

Event description:
It was reported that after approximately three days of intra-aortic balloon (iab) therapy, the console generated a pump disconnected alarm. The pump was swapped out with another, but the same issue occurred. Both pumps were checked by biomed and the service engineer and found to be running correctly. The iab was inserted on (B)(6) 2023 at 1327 and removed on (B)(6) 2023 at 1730. There was no patient harm or adverse event reported.

Event description:
N/a

Manufacturer narrative:
Additional information: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter with the guide wire inside the iab lumen. The returned sheath was a non-maquet product and was tapered over a quarter of the membrane on the proximal end of the catheter. Two kinks were observed on the catheter tubing approximately 54.8cm and 70.4cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cardiosave pump and the iab fully inflated and deflated. The iab then pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.

Event description:
It was reported that after approximately two days of intra-aortic balloon (iab) therapy, the console generated a pump disconnected alarm. The pump was swapped out with another, but the same issue occurred. Both pumps were checked by biomed and the service engineer and found to be running correctly. There was no patient harm or adverse event reported.

Manufacturer narrative:
Initial reporter occupation name: (B)(6). Additional initial reporter: (B)(6). Additional event site email address:(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4). H3 other text : device not returned.